Event description:
A dental implant was placed in tooth location #18. The pt experienced paresthesia, was improving but given the option to leave the implant in place. The pt was concerned and refused. The implant was removed in 1 week. Two mos later, the clinician's office was contacted and two months after removal, the pt's face in the lower left area, was numb-tingling on rare occasions.